Event description:
A review of service data detected a reportable event. During servicing, monitor sn (B)(4) was found to have a defective front response button. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of monitor (B)(4) has been completed. Upon investigation the front response button was not functional. The root cause for the defective front response button could not be positively identified but was likely excessive force while pressing the response button. No adverse event occurred due to the defective response button. The last person to use this monitor did not report any problems.